Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.

Manufacturer narrative:
Updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Asr revision; asr xl system - left hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl system - left hip. Update: added reason for revision. Received: march 19th 2013. Reason(s) for revision: alval / soft tissue reaction. 22 june 2015 - update - rcvd codes for sleeve, - (B)(4).